Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2015; product ID: 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a possible fracture. The lead partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.